Event description:
It was reported that the customer thought the attachment may be leaking oil in the sterilization tray. There was no reported pt involvement.

Manufacturer narrative:
The device was received for evaluation. The customer's report of the oil leaking from attachment could not be duplicated. This attachment was found to have a crack in the j-slot housing, but this would not have contributed to any type of oil leak.